Event description:
Additional information was received that the device was later explanted and returned for reliability analysis.

Event description:
Boston scientific received information that this device system detected an increased right ventricular (rv) lead pacing impedance measurement greater than 2,000 ohms. Tachy therapy was reprogrammed to off, due to a suspected rv lead fracture. A lead revision procedure was performed. Once the device pocket was open, a 90 degree kink in the rv lead was observed. Once the kink was released, the impedance measurements were within acceptable limits. No further complications were observed. The device remains implanted.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.